Event description:
Pain management pump used for continuous epidural infusion. The infusion pump ran for 10-12 hours with line clamped and totally occluded, without alarming. Eventually, the infusion pump alarmed indicating "bag empty," despite fact that the bag containing medication was completely full. Pt complained of moderate pain, probably as a result of not receiving any pain medication for 10-12 hours.